Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and when changing the reservoir it also alarmed compromised force sensor system. The customer was not using the sensor feature at the time of the alarm. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump passed the displacement test and rewind. The functional testing could not be completed due to a partially cracked end cap. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads and a cracked display window.